Event description:
It was reported the device system was explanted on (B)(6) 2010 secondary to (B)(6). The patient is reported to have died 12 days later. Patient had a recent admission and prolonged hospital stay for pneumonia and chf exacerbation with discharge (B)(6) 2010. He presented within 36 hours with fever, chills, and thigh rash. A "permacath" for temporary hemodialysis was thought to be the source of the sepsis and was removed on the day of admission. Blood cultures remained positive for (B)(6) in spite of the permacath removal. A transesophageal echocardiogram showed no vegetation on the leads or the valve leaflets, however the device and leads were explanted. On (B)(6) 2010, patient was hypotensive, resusitation was attempted, but were unsuccessful and the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(6) no anomalies found.